Event description:
There were no changes in patient condition or anticoagulation status communicated. No symptoms or changes to pump parameters were communicated. CT images were not available. The hospital did not provide information about the patient status post exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump flow dropping to 0.0 liters per minute (lpm) can be confirmed based on the submitted log files; however, a specific cause for the drop in flow cannot be conclusively determined through this evaluation. A review of the submitted log files revealed a sudden drop in flow to as low as 0.0 lpm, resulting in a continuous low flow alarm. Increases in rotor noise and displacement were noted during these low flow events. No other unusual alarms or events were captured, and the pump appeared to operate as expected at the set speed. Based upon complaint history and similarly reported events, the events captured in the submitted log files appear consistent with an ingested thrombus interfering with the rotor and obstructing the blood flow pathway, resulting in low flow and elevated rotor noise. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) of cardio-surgery with suspected left ventricular assist device (lvad) obstruction. The patient had a flow of 0.0 on lvad with international normalized ratio of 2.2 but was stable. Log files were downloaded. A computed tomography angiography (cta) and echocardiogram (echo) were performed. The patient was to be transported to germany. It was noted that patient had low flow alarms. The patient was successfully transported to (B)(6) on (B)(6) 2025. The pump was exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.